Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The wearable was provided for investigation. An external visual inspection was performed and failed due to broken sensor wire. The applicator was also provided for investigation. An external visual inspection was performed and passed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.